Event description:
During a salpingectomy procedure, the active blade broke intraoperatively. Several x-rays did not show the missing tip inside the pt. The active blade was not recovered. There were no immediate pt consequences. Another device was used to finish the case.